Manufacturer narrative:
The UDI is unknown due to the part/lot number was not provided. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The patient effects of hematoma, anemia and hemorrhage are listed in the electronic proglide instructions for use (eifu) as a possible adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects of hematoma, anemia and hemorrhage is a known inherent risk of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Patient study ID: EU (B)(4). It was reported that this was an arteriotomy closure of the mildly calcified, right common femoral artery with two perclose proglide devices using the pre-close technique via a 6f sheath hole prior to a tavi (transcatheter aortic valve implantation) procedure. The knots of the proglide devices were advanced successfully at the tavi access site, but hemostasis was not achieved, requiring placement of a non-abbott vessel closure device, and ultimately, the femostop device. Reportedly post procedure, the patient had a retroperitoneal bleed that was treated with blood transfusions. Hematoma and anemia occurred. Hematoma was found at the level of the right retroperitoneum anterior to the right iliac muscle, approximately 2 cm in size and without active bleeding. Hematic fluid was found around the external iliac and femoral vessels in both inguinofemoral vessels / regions without organized hematoma or bleeding evidence. The patient has a history of chronic microcytic anemia. A computed tomography (CT) scan of the peripheral arteries was performed; no other source of bleeding was found. The patient's anemia was listed as worsening post procedure. No additional information was provided.